Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign adhesive, and signs of contamination on the scope body and leak check label. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.